Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer got dosed with insulin 3 times when their blood glucose was trending down in the middle of the night. The posts also indicated other customers continuing to receive insulin even when they were low or trending low. The customers had blood glucose of 30, 40, 50 mg/dl ranges at the time of the incidents. The customers were wearing the 670g insulin pump during the incidents. Troubleshooting was not completed as the information was from social media posts. The insulin pumps will not be returned for analysis.